Event description:
As reported, approximately six years post initial left side tha, this female patient was brought back with left hip pain and signs of osteolysis. The femoral head was removed, the stem was well fixed, the acetabular liner was removed with the use of a bone screw, the cup was checked and found to be well fixed. A new g 0 28mm lipped xle liner was implanted. A new femoral head was placed and hip was reduced. There was no breakage to device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays attached. The devices will be return.

Manufacturer narrative:
Concomitant medical products: gxl nuetral liner, g0 28mm ID (cat# 130-28-50 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified: significant edge loading of the femoral head on the acetabular liner due to acetabular component positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified.

Event description:
Revision op report received via the legal department- revision left hip procedure on (B)(6) 2022. Pre & post operative diagnosis: failed total hip arthroplasty surgery performed: left hip revision arthroplasty of the acetabular and femoral component. The surgeon noticed significant acetabular wear and cystic changes in the acetabulum. The patient tolerated the procedure well with no complications. She was taken back to the postanesthesia recovery room in stable fashion with successful left anterior hip revision arthroplasty of both the acetabular and femoral components. There is no other information available.

Manufacturer narrative:
Additional information- b5.